Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads had high impedances which resulted to inadequate stimulation. It was also noted that the patient had loss of stimulation. The patient underwent a revision procedure wherein new leads were added. However, upon disconnecting the tails of the leads were exposed. The physician opted to remain the lead implanted.